Manufacturer narrative:
Submit date: 10/30/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a lite glove. The customer reports that after a couples of minutes of use, the user noticed several cuttings on the device. The user's gloves were changed and another device was used to complete the procedure successfully. The customer further reports that there was no harm to the patient and that antibiotics were prescribed as a result.

Manufacturer narrative:
The product was manufactured on 04/23/2014. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A decontaminated sample with lot number 4162104864x was received for evaluation. After performing visual inspection per procedure, the reported condition was confirmed. This failure mode could occur during the forming process due to incorrect lite glove forming. As containment actions, during the manufacturing process a functional test is performed with visual aid. Awareness training was performed for all personnel to ensure they are aware about this reported condition, and to enhance this type of issue during the visual inspection process. The process will be updated to reflect the failure mode reported and the reaction plan to mitigate the issue reported. The sample board was made to bring focus to the failure mode in production and improve the detection process. A quality alert has been posted in the production line to bring awareness and notify those employees involved in the process about the reported condition. The following activities had been completed as preventive actions; the replacement of two ceramic lamps, an adjustment in the alignment, and sharpening of the knives. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.